Event description:
Barrel bur seized during procedure - right shoulder arthroscopy with decompression. Manufacturer; please note that we do not send products to the manufacturer, but you may arrange for pick up by calling my number below.